Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the patient was reported with diffuse lamellar keratitis in the unknown eye, during unknown timing.

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Additionally, the local field service engineer worked intensively with service team to identify any issues with the device that could contribute to diffuse lamellar keratitis, which did not reveal any contributing factors and showed that the device is working as expected. The review of logfile for the treatment day shows all system functions were within specifications. The initialization check was performed successfully without issues. The logfile shows that the user performed one energy check and performed four treatments without further energy check on that day. The logfile shows four successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment could not be identified in the logfile. The review of the complete treatment day shows no abnormalities regarding beam control checks being performed way before the start of the treatments or during the suction process. The review also shows that all treatments were performed without relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No sample was expected to be returned to company for evaluation. The investigation is completed based on the assessment of the provided data. No technical root cause was identified as the product was found to be within specifications. Contributing factors of diffuse lamellar keratitis could be sterilization of instruments, surgical techniques, pre and post-operative medications. The manufacturer internal reference number is: (B)(4).